Event description:
It was reported that prior to starting a da vinci si surgical procedure, during setup, the surgical staff reported seeing insulation damage on the thoracic grasper instrument. The instrument was not used in the case. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of insulation is damaged is confirmed. Black tube insulation is damaged at the distal end. Insulation is gouged on one side and has a .090 x .090 section of insulation lifted up roughly .060 above the snake wrist. No pieces of insulation are missing, as lifted up flap of material covers the exposed tube area when flap is pushed down. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.